Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a routine follow-up. Upon device interrogation, the implantable cardioverter defibrillator showed an alert of ¿possible high voltage circuit damage detected on (B)(6) 2019." The patient had an unrelated surgical procedure performed on that day. Device download was performed, and the code was cleared. There were no patient consequences.